Event description:
Same case as MFR report #: 2134265-2010-02258. It was reported that during a stenting procedure, removal difficulties and a shaft fracture occurred. The re-stenotic lesion was located in the right coronary ostium. The lesion was pre-dilated with another manufacturer's 1.25mm x 15mm balloon catheter. Another manufacturer's 0.014 guide wire and mach1 al 0.75 guide catheter were advanced to the lesion through a previously placed stent followed by advancement of the 20mm x 3.00mm apex balloon catheter for dilatation. The apex balloon was inflated twice to 14atms. Upon attempts to withdraw the 20mm x 3.00mm apex balloon catheter, the balloon catheter became caught and the distal end of the catheter fractured. The fractured balloon catheter remained in the guide catheter, on the guide wire. A second 0.014 guide wire was advanced parallel to the right coronary artery in attempt to remove the mach1 al 0.75 guide catheter and the detached apex balloon catheter; however, the balloon remained in the aorta. Another manufacturer's 8fr guide catheter was advanced and used to successfully remove the detached balloon catheter. The lesion was dilated with a 1.25mm x 15mm balloon catheter. Subsequent dilatations were performed with 2.0mm x 15mm, 2.5mm x 15mm and apex 3.0mm x 15mm apex balloon catheters, each inflated twice to 14 atms. A 3.5mm x 16mm promus element stent was implanted with reported "excellent results". The procedure was completed successfully with a different device. There were no patient injuries or complications. The patient's status was reported as "fine."

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)